Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the professor removed the angio-seal arteriotomy locator and guidewire from the insertion sheath, he wanted to push the bypass tube and carrier tube into the insertion sheath. He noticed that the anchor was already released. He then took another angio-seal vip and closed the puncture side as planed with no problems. There was no delay of the procedure and no significant loss of blood. Additional information was received on 02mar2021. The procedure performed for the patient prior to use of closure device was transarterial chemoembolization (tace). A 6fr procedural sheath was used. The patient was in stable condition and was treated as planned.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. Only the carrier tube assembly with a dislodged bypass tube was returned for evaluation. No other components were returned. Visual inspection revealed that the bypass tube was found to be dislodged, the anchor and collagen were completely exposed. Tamper tube partially exited the carrier tube shaft. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. Dimensional testing was performed. The ID of the bypass tube was measured and found to be 0.091'' which was within the manufacturer's specification of 0.091" +0.002/-0.001. The complaint could be confirmed for the bypass tube detachment upon investigation. No visual anomalies such as deformation were noted with the anchor, and bypass tube. The likely cause of the issue could be the user pulling the carrier tube from the pouch without completely opening it, which may result in the dislodging of the bypass tube within the pouch. No conclusion can be drawn as to the cause of the dislodged bypass tube since the poly foil pouch was not returned. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.